Manufacturer narrative:
(B)(4).

Event description:
It was reported that "inserter, an md, was withdrawing the guidewire and it was difficult - upon removal noticed the tip of the wire was unraveled". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". The patient's death is unrelated to the device.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for evaluation. The 18ga introducer needle was not returned. Signs of use in the form of biological material were observed on the guide wire. Visual examination revealed the guide wire was kinked throughout the body and was unraveled towards the distal end. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was not misshapen and was intact. Microscopic examination of the guide wire confirmed the core wire was broken near the distal weld. The exposed distal core wire tip was tapered at the point of separation. The proximal weld remained attached to the core and coil wire. Both welds appeared full and spherical. The broken core wire measured 434 mm and 20 mm, totaling 454 mm, which is not within the specification limits of 600-608 mm per guide wire product drawing; however, no pieces of the guide wire appear to be missing. The outside diameter of the guide wire measured 0.605 mm, which is not within the specification limits of 0.788-0.826 mm per guide wire product drawing. Therefore, the customer either returned the incorrect guide wire or reported the incorrect material. Functional inspection of the guide wire could not be performed due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. Additional information from the customer stated that the patient's death was not related to the reported event. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire."the report that the guide wire was unraveled was confirmed through investigation of the returned sample. The guide wire core wire was broken near the distal weld. However, the guide wire did not meet therelevant dimensional requirements and no pieces of the returned guide wire appear to be missing. The returned guide wire outer diameter measures approximately 0.605 mm whereas, the guide wires packaged infinished good cdc-45854-xpcn1a has a specification of 0.788-0.826 mm. Based on this discrepancy, the customer either returned the incorrect guide wire or reported the incorrect material. The IFU provided with this product warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Arrow guide wires of the returned guide wire's size are designed and manufactured to withstand a tensile force of 2.0- or 2.75-pounds force.this internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. However, the probable cause of the guide wire damage could not be determined based upon the information provided and without the correct guide wire and introducer needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "inserter, an md, was withdrawing the guidewire and it was difficult - upon removal noticed the tip of the wire was unraveled". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". The patient's death is unrelated to the device.